Event description:
Trident psl cup with ceramic liner revised. The liner does not appear fully seated. This construct was articulating with a depuy srom stem with a biolox head. Patient experiencing right hip pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding seating/locking issues involving a trident shell was reported. The event was confirmed. Medical records received and evaluation: a medical review was performed and concluded: "two relevant procedure-related factors present in this case are overhanging osteophytes that were not removed at implantation surgery while it is also possible that the screws as used for augmentation of cup fixation have interfered with proper liner seating through a protruding screw head. This pi case is not device-related." Conclusions: a medical review was performed and indicated that there was no evidence of a device related issue. The exact root cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and return of the device are needed to fully investigate the event.

Event description:
Trident psl cup with ceramic liner revised. The liner does not appear fully seated. This construct was articulating with a depuy srom stem with a biolox head. Patient experiencing right hip pain.